Event description:
The customer reported that concentrated carbon dioxide (co2_c) result of 15.5 mmol/l was obtained on a patient sample on an atellica ch 930 analyzer. The sample was reportedly also processed thrice on an alternate atellica ch 930 analyzer, which resulted as 14.5, 14.5, 13.9 mmol/l. The result of 14 mmol/l was reported to the physician(s). Since previous result history was not provided and the patient was not redrawn, the correct result for this patient is unknown. This report is being filed in an abundance of caution. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) remote service center (rsc) reported that an erroneous concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Siemens filed initial MDR 2432235-2024-00110 on 21-may-2024. Corrected information (23-may-2024): the initial report indicated falsely depressed result under sections b5 and h10; however, the customer indicated that no redraw was performed and it is unknown whether the erroneous result was falsely depressed or falsely elevated. Sections b5, b6 and h10 were updated to reflect the corrected information.

Event description:
The remote service center (rsc) reported that a falsely depressed concentrated carbon dioxide (co2_c) result was obtained on a patient sample on the atellica ch 930 instrument. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated on an alternate instrument thrice. The patient was not redrawn, and correct result is unknown. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2_c result.

Manufacturer narrative:
A united states (us) remote service center (rsc) reported that a falsely depressed concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control was within the range on the day of testing. Siemens further evaluated the event and determined that there was no evidence of an issue with co2_c assay and sample specific issue potentially contributed to the falsely depressed co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.